Manufacturer narrative:
Drager became aware of the reported event via receipt of a user facility medwatch form 3500a. The initial reporter listed on the medwatch indicated that the anesthesia machine was evaluated by an outside service provider.

Event description:
Machine was not functioning properly after intubation. Ventilator was not working. Another machine was brought in for use.